Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was 185 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.